Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full catheter was returned and no anomalies were found. There was a puncture hole in the catheter at 69cm from the hub, near the tip. It was also noted that the catheter was kinked and appeared damaged at implant.

Event description:
It was reported that during an implant, the wire introduced into the catheter and into the patient exited the distal end of the catheter at a right angle instead of exiting at the distal tip. The catheter was extracted and not used. No patient complications have been reported as a result of this event.